Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that during a magnetic resonance imaging (MRI) scan where the device was placed into MRI mode, the patient experienced discomfort in their neck and lower back. The scan was aborted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.